Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins was moving in the pocket to the point where the patient could almost flip it over. The rep reported that there was no mention of recharging issues. The rep reported that there was no pain noted. The rep reported that the patient was to see the surgeon on (B)(6) 2017 for pocket evaluation. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.